Manufacturer narrative:
(D10) reported concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: (B)(6) 310-01-47 - equinoxe, humeral head short, 47mm (beta): (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6) 314-13-13 - equinoxe cage glenoid medium, beta: (B)(6).

Event description:
Approximately 4 year(s), 5 month(s) and 11 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced a subscapularis tear and anterior instability. While it was indicated by the clinical report that medical/surgical invention is necessary, no action was taken for the patient at this time. The outcome of this event is considered continuing and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported event is likely due to subscapularis tear and anterior instability as reported. Contributions from patient-related issues, rotator cuff failure, patient anatomy, soft tissue imbalance/ tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.